Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jet 7 reperfusion catheter (jet7), and a non-penumbra stent retriever device. During the procedure, the physician completed a pass using the 3maxc and the jet7. While removing the 3maxc, the physician noticed the distal tip of the 3maxc had broken off. Therefore, the physician used the stent retriever device to remove the distal tip of the 3maxc. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc began to stretch approximately 146.5 thru 147.5 cm from the hub. The 3maxc was fractured approximately 147.5 cm from the hub. The distal fractured segment was approximately 14.5 cm in length. The 3maxc was kinked approximately 25.5 and 87.0 cm from the hub and the marker band was intact. The total length of the stretched 3maxc was 162.0 cm. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was stretched and fractured. If the 3maxc was retracted against resistance, damage such as stretching may occur. Subsequently, further retraction of the stretched device may worsen to a fracture. No other device associated with the complaint was returned for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the 3maxc revealed kinks along the shaft. These kinks were likely incidental to the report complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.